Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin would not fill the cartridge tubing. Reportedly, insulin "bobbed" up and down, but would not fill the cartridge tubing. A new cartridge was successfully loaded to address the event. There was no impact to the customer's blood glucose level.